Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic sigmoidectomy procedure. The circular stapler was being used for the anastomosis of the colon at the end of the procedure. There was an anastomosis insufficiency which led to bleeding post operatively. Medical or surgical intervention was needed to prevent a permanent impairment of a function. Conservative treatments during two days post operatively, hb 130-115. The blood loss was less than 500 cc. The patient outcome has no injury.